Event description:
On (B)(6) 2013: the drainage catheter was placed in a (B)(6) old cancer patient with the resting state with mitten in hands for thoracic cavity drainage. On (B)(6) 2013: a nurse heard something "popped", so she checked the catheter and found the hub separated from the catheter. Catheter migration or peeling of dressing were not observed. The doctor took x-ray and it seemed there is no problem on the patient, so he clamped the catheter to shut off the air. Date unknown: the catheter was removed from the patient. The patient has not shown any problematic symptoms due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.